Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image was unconfirmed. The was compared with a test unit and there were no differences observed. There is no root cause since the reported issue is unconfirmed. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - image is still grainy - the brightness of the colors in the background/settings (the blues and blacks) look dark.